Manufacturer narrative:
The unit had operating currents within specifications. The unit passed the self-test, unexpected restart error test, rewind, basic occlusion test, and displacement test. However, the unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. Analysis was unable to perform the excessive no delivery test or occlusion test due to a prime anomaly. The drive support disk was inspected and no anomaly was found. The unit had a cracked case at the display window corners, a cracked case at the reservoir tube window corners, broken battery tube threads, and minor scratches on the lcd window.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose reading was 400 mg/dl. The customer treated with the insulin pump. The customer stated that the drive support cap was sticking out, and stated that he pushed the cap in earlier. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.